Event description:
The customer reported that her olympus high-definition lcd monitor was experiencing a display issue. According to the initial reporter, she was unable to see the ¿ncare¿ screen and was therefore unable to enter the patient¿s data. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended some trouble-shooting options, including confirming the correct cable connections and input selections. It was quickly discovered that the customer had selected the incorrect input option. Once the correct one was selected, the issue was resolved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus for inspection, since the problem was solved during troubleshooting phone call with technical assistance center. Based on the results of the investigation, the definitive root cause was related to user error. The image was not displayed on the monitor due to an incorrect input selection on the monitor, the digital visual interface signal cable was connected to digital visual interface 2, but the input selection was set to digital visual interface 1. The event can be prevented by following the instructions for use which state: 6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal. Olympus will continue to monitor field performance for this device.